Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An hcp reported that both sides were functional and had been on since (B)(6) 2016. The system was interrogated on (B)(6) and all impedances were within normal limits. No symptoms were experienced by the patient. No further complications anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37602, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
A consumer reported that they were at the healthcare professional (hcp) on (B)(6) and "it" was working. However, it was then noted that the right side was working and the left side was not working, which started on date notified. It was stated that the issue was resolved. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.